Event description:
Customer facility reported that prevue ultrasound unit has a poor image quality.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of prevue ultrasound unit has a poor image quality was confirmed. During inspection the unit was tested with a test probe to check the image quality, image quality was restored, the cause of the issue is due to use of the device, causing the defective probe to display a poor image. The device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number dyxce033 showed no other similar product complaint(s) from this serial number. Device has not been returned, at this time.

Event description:
Customer facility reported that prevue ultrasound unit has a poor image quality.